Event description:
Customer reported receiving a no delivery alarm as well as a battery out limit alarm on the insulin pump. Customer also noticed a kink in the line after attaching the infusion set. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.